Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. A motor error alarm was found in the alarm history. Customer's blood glucose was normal and did not require medical treatment. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.